Event description:
Tampon string getting dislodged inside vagina [foreign body in reproductive tract]. Discomfort - vagina [vulvovaginal discomfort]. Tampon string getting dislodged [device breakage]. Case narrative: consumer reported via email that the tampon was dislodged inside the vagina. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.